Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post-implant, the right ventricular (rv) lead exhibited t-wave oversensing (twos) on a stored high rate non-sustained episode. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.